Event description:
Pt reports developing an infection in the eye as a result of retinal ulcer and was treated with vigamox. Pt states the eye dr indicated that it was most likely due to contact lens wear. The pt reported wearing the lenses as continuous wear and had no add'l info at the time of the report. The pt had discarded the lenses and has not responded to an attempt to collect add'l event info.

Manufacturer narrative:
The pt discarded the contact lenses and has not provided lot number info or the name of a health professional to follow up regarding the event. Based on the info, no root cause can be determined and no conclusion can be drawn.